Event description:
It was reported that the device got stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10 mm x 3.00 mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the device got stuck with the non-boston scientific guidewire. The catheter and the guidewire were removed as a single unit and the procedure was completed with another of the same device. No complications were reported.